Event description:
After 9 days of use, catheter was found to be leaking at junction of catheter with hub. The catheter was removed.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.